Event description:
According to the facility on (B)(6) 2025, "product was used as a sterile drape for a breast augmentation procedure." The facility reported, "the patient's left breast has been infected ever since the surgery and will require an additional surgery to clear the infection out."

Manufacturer narrative:
According to the facility on (B)(6) 2025, "product was used as a sterile drape for a breast augmentation procedure." The facility reported, "the patient's left breast has been infected ever since the surgery and will require an additional surgery to clear the infection out." The facility further reported, "there has been ongoing medical care since the surgery" as a result of "delayed wound healing and non-healing with infection of implant on the left side." The facility stated, "the implant will need to be removed, the wound will need to be closed, and the implant replaced at later date." And "the patient has suffered injury to her breast during the infection." Patient is "frustrated and angry." Per the facility "the drape was used and discarded." No additional information regarding the customer reported incident is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
A supplemental report was submitted to correct field d3 (device available for evaluation-returned to manufacturer). Through completion of the root cause investigation, it was confirmed that the device sample was not returned to the manufacturer for evaluation. After further investigation, it has been determined that the investigation involved trend analysis, historical data analysis, and production records. Supplemental report also submitted to update h8 (usage of device). If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated b3: date of event.